Manufacturer narrative:
The event was confirmed with product received. The returned device was reviewed with visual examination and optical microscopy using a keyence vhx-1000 digital microscope. Fracture surface artifacts of river lines and hackle marks indicate overload fracture. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the glenosphere impactor fractured during insertion. No patient harm was indicated. Attempts have been made and no additional information is available.